Event description:
The patient reported that the up and down arrow keypad buttons would stick. The patient also stated that when the up or down arrow keypad buttons were pressed, scrolling had occurred. The patient indicated that the there was no damage to the keypad, he wears the pump in a pocket and does not clean the pump.

Manufacturer narrative:
(B)(4): the ok and contast buttons were found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.